Event description:
It was reported line inserted on (B)(6) 2024, 6cm external and fractured at 10cm. Patient having infusion on irn/mdg chemo, this extravasated. Line removed; patient treated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.